Event description:
Unspecified date: false negative results obtained on the consult hcg dipstick kit. Frequency of false negative results as well as number of patients not provided. No adverse outcomes reported. Although requested, no further information was provided.

Manufacturer narrative:
Device evaluated by MFR: customer unresponsive. Pending results of investigation.

Manufacturer narrative:
Retained devices from the reported lot number were tested with cut-off standard (25 miu/ml) and high-hcg clinical urine samples (203.8-247 iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the packet insert: - very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. - false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. - this test reliably detects intact hcg up to 500.000 miu/ml. It does not reliably detect hcg degradation products, including free-beta and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test.